Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.

Manufacturer narrative:
MFR rec¿d date. Rec¿d report date. The customer declined repairs and service was canceled. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.